Event description:
It was reported that low impedance measurement was observed. The device was explanted.

Manufacturer narrative:
Review of the device diagnostic data confirmed the reported low impedance. Device tested normal and all specifications were met during analysis. No anomaly was found. The cause of the low hv impedance was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.